Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument date indicate that the cause for the discordant advia centaur xp troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on two patient samples. A patient sample was tested and the result was negative. The customer repeated the testing on the sample because the result was inconsistent with the prior and post results. The repeat result was positive. The customer reran another patient sample that was run at the same time as the first patient and the result was negative. The original result for this sample was positive. It is not known if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on two patient samples. A patient sample was tested and the result was negative. The customer repeated the testing on the sample because the result was inconsistent with the prior and post results. The repeat result was positive. The customer reran another patient sample that was run at the same time as the first patient and the result was negative. The original result for this sample was positive. It is not known if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument date indicate that the cause for the discordant advia centaur xp troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.